Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a chronic total occlusion in the left anterior descending (lad) artery, a co-pilot rotating hemostatic valve was used. Several devices were advanced through the device, including an 8 french guide catheter, several dilatation catheters, several stent delivery systems and multiple guide wires. It was noted that blood was leaking from the co-pilot and the physicians tightened the valve several times; however, blood continued to drip. The device was not changed out and there was more blood loss than anticipated; however, no transfusion was required. Case length was reported as long, due to complexity of the patient anatomy. There were no adverse patient sequelae. No additional information was provided.